Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 10-jun-2021. The most recent information was received on 11-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. D30807, d31447) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fatigue ("fatigue"), headache ("headache"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia") and amnesia ("occasional memory loss"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("pain in the upper limbs"). At the time of the report, the dysmenorrhoea, headache, dyspareunia and pain in extremity outcome was unknown, the fatigue had not resolved and the menometrorrhagia and amnesia had resolved. The reporter provided no causality assessment for amnesia, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia and pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Batch no d30807, production date 2014-11-13, expiration date 2017-11-28. Batch no d31447, production date 2014-11-21, expiration date 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jun-2021. The most recent information was received on 16-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. D30807, d31447) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fatigue ("fatigue"), headache ("headache"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia") and amnesia ("occasional memory loss"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("pain in the upper limbs"). At the time of the report, the dysmenorrhoea, headache, dyspareunia and pain in extremity outcome was unknown, the fatigue had not resolved and the menometrorrhagia and amnesia had resolved. The reporter provided no causality assessment for amnesia, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia and pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after company internal review the event dysmenorrhoea was upgraded to serious incident. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. D30807, d31447) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fatigue ("fatigue"), headache ("headache"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia") and amnesia ("occasional memory loss"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("pain in the upper limbs"). At the time of the report, the dysmenorrhoea, headache, dyspareunia and pain in extremity outcome was unknown, the fatigue had not resolved and the menometrorrhagia and amnesia had resolved. The reporter provided no causality assessment for amnesia, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia and pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after company internal review the event dysmenorrhoea was upgraded to serious incident. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.